Event description:
A report was received that the patient was experiencing pain and irritation at the ipg site. The patient underwent an ipg explant procedure. No device malfunction suspected.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing pain and irritation at the ipg site. The patient underwent an ipg explant procedure. No device malfunction suspected.